Event description:
It was reported that the winged luer cap was separated from the distal end of a small volume intermate. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 31, 2012 to august 1, 2012. Evaluation summary: baxter received the device for evaluation not in its original package. Visual inspection on the unit noted the blue winged luer cap had separated from its distal luer lock. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.